Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a trilogy 100 ventilator. The device was returned to the manufacturer's service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles in the device. The device was scrapped.